Event description:
It was reported by the affiliate that during an unknown procedure, after firing the dr cannot move out the instrument easily. He changed to hand sewing. Or time extended 3 hours. The dr use a knife to cut and then removed the device, the device cut, but not completely. The device stapled. The pt is ok and has been out of hosp.